Manufacturer narrative:
Reader has been returned and investigated. Visual inspection was performed on the returned the reader and minor damage to the usb port was observed . Customer stated that meter was not powering on with test strip insertion and button depression. Reader did not powered on with button depression, test strip, or usb cable insertion. Reader was connected to computer and approved software however still it was not able to recognize the reader. The returned reader was further de-cased and internal visual inspection was performed on the pcba (printed circuit board assembly) and burn marks were observed. An extended investigation was conducted. Visual inspection was performed on the returned reader and no issue was observed. Reader did not powered on with the button depression, test strip, or usb cable insertion and did not recognize the software. The reader was de-cased again. Visual inspection was performed on the reader pcba and observed burnt damage to component u13. Stm processor was present. The returned battery voltage was measured. The returned battery was replaced with known good battery and attempted to power on reader. Reader did not powered on or charge and did not recognize the software. The root cause for the burnt damage to the u13 is due to the customer not using the provided usb adapter as the amount of voltage/current that caused the damage to the u13 is not possible with the abbott-provided usb adapters; therefore, the issue is a use error. A power overload can damage components, causing the components to overheat. Reader log was unable to be downloaded as the reader was unable to communicate with the computer due to component u13 damage. Therefore, this issue is not confirmed to use due to incorrect adaptor used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the cable and power adapter are returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care would not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed.. This report is being submitted due to the additional issue observed during returned product investigation. There no was no rep ort of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to the usb port was observed. The reader did not power on with button, retained test strips, or usb cable. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly and burn marks were observed. Extended investigation has also been performed. Additional internal visual inspection has been performed and burn damage was observed on component u13. The returned reader's battery was measured at 0v, which is not within specification. The battery was replaced with a new unused battery and an attempt was made to power on the reader. The reader did not power on or charge. The burn damage to component u13 is consistent with the customer using an un-approved usb power adapter. As the customer has not returned the cable or power adapter, it is unknown if they were using the charging cable and adapter provided by abbott diabetes care (adc). The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to a use issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the cable and power adapter are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care would not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed.. This report is being submitted due to the additional issue observed during returned product investigation. There no was no rep ort of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.